Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving inappropriate shock therapy. The rv lead was examined and suspected to exhibit externalized conductors. The physician explanted and replaced the lead during a normal device change out procedure. The patient was stable.